Event description:
On (B)(6) 2014, follow-up imaging reportedly detected gas in the aneurysmal sac with possible graft infection, and psoas abscess. Patient is being treated medically with antibiotics.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU states that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm rupture, and infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2012, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan revealed type ia and type ii endoleaks. On (B)(6) 2012, the patient underwent a re-intervention procedure. The type ia endoleak was resolved, while the type ii leak persisted. On (B)(6) 2013, the persistent type ii endoleak was confirmed. On (B)(6) 2014, the patient presented with a ruptured abdominal aortic aneurysm. According to the report, the rupture was caused by sac pressurization from the persistent type ii endoleak. On the same day, the patient underwent a laparotomy where the type ii leak was treated by opening the aneurysmal sac. Two lumbar vessels were sewn off with prolene, and the sac was closed over the existing excluder graft. The type ii endoleak and rupture were successfully resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional excluder® devices implanted: - pxc141400/10327494. - pxc201000/10251220. Concomitant medications: patient medications include losartan, gabapentin, paracetamol, omeprazole, aspirin, simvastatin, and bendroflumethazide. A review of the manufacturing and sterilization paperwork for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU states that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm rupture.